Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend, and inspection of the device revealed that the sheath appeared "broken or melted." It was reported that no pieces appeared to be detached; however, preliminary investigation results revealed that the flare of the returned device was detached. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend, and inspection of the device revealed that the sheath appeared "broken or melted." It was reported that no pieces appeared to be detached; however, preliminary investigation results revealed that the flare of the returned device was detached. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the device has been received and a preliminary evaluation has been performed, the final investigation results have not yet been received. Upon completion of the failure analysis, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare to be detached, and two kinks were found along the working length. The condition of the returned device rendered functional testing impossible. The complaint that the sheath appeared "broken or melted" was confirmed; a device with a detached flare is consistent with this description. Manipulation of the device during preparation likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.